Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure, when the product was taken out of blister pack, the physician discovered that the outer covering of the diagnostic guide wire was cracked/broken. The cracked coating was located at the end of the wire in the middle of the j-tip portion. None of the coating completely detached from the wire. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
.